Event description:
It was reported by service report that the CPR will not work. Bed will not level. No adverse consequences have been reported.

Manufacturer narrative:
CPR cable. It was reported that the fowler of the product would not lower manually or electronically. When the manufacturer's representative evaluated the product the electronic functionality was found to be working properly allowing for the preferred position for medical intervention to be achieved if necessary.